Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 270 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
H10 - the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6 - remove codes 67, 4114, 3221 and add codes 4118, 3233, 11.